Event description:
It was later reported the patient received assistance from their doctor or manufacturer representative and their concerns were resolved and they did not have concerns with their device or therapy.

Event description:
It was reported the patient¿s legs had been hurting from their thighs down to their feet and they were calling to see if the device could be causing it. This started about two weeks prior. It was noted the patient had been diagnosed with a rectocele hernia about 4-5 weeks prior as well. Stimulation was turned off when they found out about the hernia, therefore the pain started when stimulation was off. It was indicated that stimulation was turned back on the day prior to the call and everything was ¿ok,¿ but the patient still had leg pain. The patient noted the hernia might be pushing on a nerve which could be causing the leg pain. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient experienced pain in the lower back, right where the trial leads were placed at the bottom of the spine. It was affecting their legs and with stimulation off, the pain was worse and it affected their pelvic floor. The patient had a hard time walking during the night and day. During the day, the patient¿s legs would cramp up. This had been going on for a ¿long time,¿ but had been really bad the last two weeks and it ¿seemed to get worse¿ each day. Leg spasms from the thighs down to the ankles were also noted. No falls or traumas were noted and the onset of the issue was indicated to be gradual. When stimulation was off, the leg cramps did not stop. The patient¿s physical therapist reportedly told the patient that their pelvic floor was ¿such a mess¿ it was causing the patient to tense up all the way to their shoulder blades. The patient had been taking ¿leg cramps¿ but it was not working. No outcome was provided with this event. Further follow up is being conducted to obtain this information. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-33, lot# va08t0c, implanted: (B)(6) 2013, product type: lead. (B)(4).